Event description:
It was reported that four days post implant, the patient presented to the emergency room (ER) with a wound infection. The open wound was open approximately 22 cm with serosanguineous fluid oozing from the implant site. The patient was admitted to the hospital for treatment and the device remains in use. The patient is enrolled in the panorama 2 clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 693565 lead, (B)(6) 2013. (B)(4).